Event description:
A malfunction was reported on the pump, identified by a malfunction code, but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccur.